Event description:
It was reported that the patient presented to the hospital after hearing an alarm. It was determined that the right ventricular (rv) lead experienced high impedance resulting from a possible fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. The analyst noted that the lead was returned with explant damage. (B)(4)